Event description:
Method of use: thorough flossing, including rubbing floss bellow the gum line. Problem: 1. Light headedness. 2. Tightness around the neck, feeling like blood flow is being restricted. 3. Heart pain, like a hand is squeezing it.